Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen for the sorin s5 system became unresponsive during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen for the sorin s5 system became unresponsive during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen for the sorin s5 system became unresponsive during a procedure. There was no report of patient injury. The cardioplegia module and bubble sensor were returned to sorin group (B)(4) for investigation. Visual inspection of the returned devices did not identify any abnormalities or defects. The returned devices were functionally tested and all parameters were found to be within specification. Both parts were tested for more than 48 hours and the reported issue was not reproduced. The parts were returned to the customer. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified, though this error can be caused if the s5 system is configured incorrectly by the user. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.